Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed and replaced with another model lens due to capsular fibrosis. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. Therefore, a product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Event description:
Prior to the lens exchange, the lens orientation changed to a vault and the patient noticed a decrease in vision. This report is associated with the patient's right eye.